Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced an adverse event. The patient¿s mother stated that the patient tried to unplug the dexcom g6 charger and ¿the small part happened to remain in the branch socket.¿ it was clarified that this referred to the replaceable insert for european current outlets, which was left in the socket when the charger was unplugged. The patient ¿got electricity in his right arm up to his shoulder¿ and a burn wound on his right thumb. He went to the emergency room, was admitted to the hospital as an inpatient, and stayed overnight. The mother stated that they checked his pulse, took a blood sample and did an electrocardiogram (EKG). He was discharged the next day. At the time of follow up he was in good condition; he had no long-term effects and the burn wound had healed. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.